Manufacturer narrative:
Device evaluation: the suspect device has been discarded and it is unknown if additional samples are available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the consumer had the needle from the suspect device break off in his injection site. The consumer went to the emergency department but they were unable to remove the needle. He went to the doctor on (B)(6) 2016 to follow up. It was determined that the needle would not be removed unless it becomes infected. There is no additional follow up or interventions planned.

Manufacturer narrative:
Device evaluation: result - the customer returned (B)(4) sealed 8mm, 31g pen needles from lot # 4255490. The customer states that there was a needle break. All returned pen needles were examined and no bent or broken IV end of the cannula was observed. No defects were observed on any of the returned samples. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. An absolute root cause for this incident cannot be determined.